Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report(B)(4). We received one used perifix filter 0.2 m bulk, one used perifix cath.con. 2.0 g20-g24 yellow and one used perifix one ø0,84mm (20g) 80mm p out of a perifix one 401 filter set without packaging. The received perifix catheter was taken to a visual inspection. The perifix catheter is shorn off approx. 950 mm away from the catheter beginning. The shorn off area is slanted and shows a smooth structure. The shorn off part with the catheter tip was not handed over by the customer. Such damages may occur when the catheter will be withdrawn against the cannula bevel and thereby shear off. Please see instructions for use: "never pull the catheter through the needle as it may otherwise shear off." Therefore we assume a fault during the application process and consider the complaint as not confirmed. We exclude a manufacturing fault since the catheters were taken to a 100% examination and therefore no mechanical damages or manufacturing faults are allowed. A review of the batch and manufacturing records revealed no abnormalities or nonconformities. Notes: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. This report is being filed as both a product problem and an adverse event due to the fact that the tip of the catheter may have remained in the patient. No intervention was done, and there was no serious injury to the patient reported, so this report has been classified only as a malfunction.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in france: ablation by the midwife without difficulty. After checking, she realizes that is missing about 10 cm of catheter (visible on the scanner). The patient will be transferred in neuro chir service for ablation. Broken part remained in the patient.